Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the rv and ra leads were explanted due to oversensing.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead plexa promri s 65 sn (B)(6) was found cut 31.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The insulation was found rubbed through in the distal region, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the fixation helix was found bent. The deformation probably occurred during the extraction procedure due to tensile stress. The lead solia s 53 sn (B)(6) is currently not available for analysis. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.